Event description:
The reporter stated that while interrogating the pacer in his office, loss of communication was observed. There was not a pt involved in this event and the device was returned for analysis.